Manufacturer narrative:
The main component of the system. Other relevant device(s) are : product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that an x-ray of the pelvis showed that there is a lead fragment (measuring 3.25 cm in length) still implanted in the patient. It was also reported that ins was explanted but is not sure why the ins was removed. The patient name was unknown and it was unknown why the ins was removed, no symptoms were reported and no further complications were noted or anticipated.